Event description:
During a premature ventricular contraction procedure, a pericardial effusion occurred for which a pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.